Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, it states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling."

Event description:
It was reported that during a total hip arthroplasty, the inserter fractured during impaction.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Medical products - unknown acetabular cup catalog#: ni lot#: ni. Complaint sample was evaluated and the reported event was confirmed, as the distal threads were found to be fractured. The fracture pattern being consistent with bending overload, evidence of heavy use, and strike marks at the bottom of the handle were noted. DHR was reviewed and no discrepancies were found. The root cause of the event was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter and conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.